Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The chronic total occlusion (cto) target lesion was located in the right coronary artery (rca). A 20mmx2.50mm nc quantum apex balloon catheter was selected and prepared for dilation. While introducing the device into the guide catheter, it was noted that the shaft broke more than 15 centimeters from the hub. The device was completely removed from the patient's body and the procedure was successfully completed with another 2.5mmx20mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.